Event description:
A pt reported blood glucose results of "14.3 mmol/l" with a lifescan meter and "10.0 mmol/l" on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. The meter was replaced.